Event description:
Adverse event(s): retinal detachment (detached retina). Product problem(s): vitrectomy probe became stuck in the cannula (sticking). The facility risk mgmt reported the vitrectomy probe became stuck in the cannula. The vitrectomy probe was removed, but force was needed. A new cannula was placed through the exiting sclerotomy. A peripheral retinal detachment occurred. The retinal detachment was repaired with endolaser, cryopexy, air/fluid exchange, and injection of perfluoron.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event, and the root cause is therefore unk at this time. (B) (4)